Event description:
Pt was scheduled for a CT of the abdomen and pelvis with oral and IV contrast. When injector finished infusion, the pt complained of coughing, diaphoresis and chest pressure. The pt was placed on their left side and did have some relief of symptoms. It was noted that the tech had not changed out the syringe between pts and that as the injector had powered up, the pt had received approx 50cc of air in the right ventricle. The pt was monitored closely and recovered without complications.